Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that refrigerator was not detected on bus. A field service engineer (fse) provided the steps to customer to recover the refrigerator. After rebooting, the issue persisted and the fse checked wiring and computer settings. Then the fse tested the hardware using the hardware test application. User was able to recover the refrigerator and access the storage space. The system functioned as intended after the field service engineer guided the customer to troubleshoot the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator, a failure occurred and the unit was not detected on the bus. The customer attempted reboot and recover functions, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.